Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and loss of consciousness ("passed out after I left same day surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". Concomitant products included chloramphenicol (antibiotic [chloramphenicol]) and desmopressin (ddavp). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), depression ("depression"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and post procedural haemorrhage ("I had surgery for an internal bleeding after surgery"). The patient was treated with surgery (salpingectomy-bilateral). At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, depression and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of consciousness, menorrhagia, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date also reported as (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left and rightube occluded), most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet and medical records were received. Reporter and patient demographics added. Events abnormal bleeding (vaginal) abnormal bleeding (menorrhagia),failure to occlude (close) fallopian tube(s), I had surgery for an internal bleeding after surgery and passed out after I left same day surgery were added no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and loss of consciousness ("passed out after I left same day surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". Concomitant products included chloramphenicol (antibiotic [chloramphenicol]) and desmopressin (ddavp). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), depression ("depression"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and post procedural haemorrhage ("I had surgery for an internal bleeding after surgery"). The patient was treated with surgery (salpingectomy-bilateral). At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, depression and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, loss of consciousness, menorrhagia, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date also reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2010: unilateral occlusion (left and right tube occluded), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical problem ). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('heavy bleeding') and loss of consciousness ('passed out after I left same day surgery'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. "Failure to occlude (close) fallopian tube(s)". The patient's medical history included: dizziness, syncope, light headedness, hypotension and internal bleeding. Concomitant products included: chloramphenicol (antibiotic) and desmopressin acetate (ddavp). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), depression ("depression"), dyspareunia ("pain during intercourse") and post procedural haemorrhage ("I had surgery for an internal bleeding after surgery"). The patient was treated with surgery (salpingectomy-bilateral). Essure was removed on (B)(6) 2010. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, fatigue, depression and dyspareunia outcome was unknown. And the vaginal haemorrhage and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, loss of consciousness, post procedural haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date updated as: (B)(6) 2010 (as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010, results: unilateral occlusion (left and right tube occluded). Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporter information, medical history, and rcc were added, insertion date updated. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.